Event description:
Leaking was reported from inside the attachment to the outside of the locking collar of the attachment. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The product has been received by the MFR, however, the eval has not yet begun.